Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a distorted ECG signal. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt's ECG signal was distorted. The cause was a lifted solder pad on the pca in ECG c. J7 was lifted, which caused the distorted ECG signal. The root cause for the lifted solder pad was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.